Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a general complaint was made regarding all implantable pulse generator (ipg) and implantable cardioverter defibrillator (ICD) devices.  It was indicated that the screws in the connector block tilt slightly with fixing the electrode in the connector block.  The devices remain in use.  No patient complications have been reported as a result of this event.